Event description:
It was reported that during the implant procedure, there was an extended procedure time due to problems with slitting. The catheter was attempted and not used. Another catheter was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).